Event description:
The was reported the battery indicated eri (elective replacement indicator) when the device was interrogated in the box. The device was not implanted. No patient complications were reported as a result of this event.

Event description:
The was reported the battery indicated eri (elective replacement indicator) when the device was interrogated in the box. The device was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.